Event description:
It has been reported to philips that the allura xper fd20 system x-ray was not restarting. It was later indicated that the system displayed a 00.00 at boot-up and stopped. The customer could not use the room. Device was not in clinical use at the time of the reported event. No harm was reported. The system flexvision pc and hard disk were replaced, and the system configuration was restored to return the device back to functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a 00.00 at boot-up and stopped. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive disk and installed the software. After replacement of the flexvision pc and hard drive disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.